Event description:
It was reported that the customer had issues with the sensors. Her blood glucose level was 28 mg/dl but her sensor glucose reading was 78 mg/dl. She almost passed out. The insulin pump shut off. Her blood glucose level was dropping much more quickly than it could be measured. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-12270 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.